Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective valve (pre-implant). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 250cc mentor smooth round high profile saline breast implant being used for breast surgery appeared to have either a valve or filling tube defect as the implant would not maintain its shape when evacuating air, it continued to expand and pull in air. There were no patient consequences or procedure delays reported.

Manufacturer narrative:
On june 18, 2025, the mentor failure analysis lab received the device for evaluation. On june 26, 2025, device evaluation was completed as follows: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the sm hps dv 250cc breast implant. Also, the fill tubing was not returned, and the device was received without its packaging. Leak testing was performed, in accordance with mentor procedures, and leak sites areas of were detected during the analysis. Moreover, the air and water air pass and getting out from the valve through tubing, working as expected. Microscopic examination was performed on the valve, and no anomalies inside valve were observed. The event described could not be confirmed as the breast implant was returned working as expected, and since the fill tubing was not returned, it was not possible to corroborate the issue reported. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 4, 2025, mentor became aware that the date of adverse event was "5/22/2025". Field b3 has been updated accordingly on this form. Manufacturer¿s reference number: (B)(4).